Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) had remotely advised the user to shut down the refrigerator and the station, allow the fridge to fully boot, and verify that the network cables were in the correct positions. After reboot, the customer witnessed successful recovery. The system functioned as intended after field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected by pyxis. The user attempted troubleshooting by turning off the refrigerator battery with the keys, powering down the refrigerator, rebooting the pyxis, and then turning the refrigerator and battery back on. However, the system still would not allow recovery of the storage space and continued to display a maintenance required message. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.